Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have a cracked blade. As a result, instrument failed the energy recognition test. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an inhouse system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly".

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed. No obvious instrument damage can be identified from the images.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified fault occurred while the surgeon was using a harmonic ace instrument and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed using a backup harmonic ace instrument.